Event description:
On 1/2/96 at approx 6:15 am, resident's nursing assistant locked into position right side rail. While proceeding to left side of bed, right side rail fell allowing pt to fall to the floor. Resident sustained right hip fracture. Resident sent to hosp for ER services and evaluation. Resident re-admitted to nursing home on same day (1/2/96).device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: mechanical problem. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.